Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user experienced system errors, including a driver error which persisted despite a reboot. It is reported that the radiologist was unable to complete the patient procedure. A hologic field service engineer (fse) was dispatched to examine the device and in conjunction with hologic technical support, determined that the reported problem was due to the system software. The hologic technical support remotely connected to the device and uploaded a software reload to resolve the reported problem. The fse on site verified with the customer that the device is now operating correctly. No further information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.